Event description:
The account stated the head end brake casters are not locking. No pt injury reported.

Manufacturer narrative:
The technician found worn out locking mechanisms on the head end brake casters. Per the hill-rom service manual, the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. The technician replaced the head end brake casters to resolve the issue. Based on this info, no further action is required.